Event description:
It was reported that the customer received numerous alarms on his insulin pump. The customer received a button error alarm, a weak battery alarm and then an unexpected restart alarm after a battery change. The customer's blood glucose was 280 mg/dl. The customer did not recall any significant events leading to the button error alarm. Troubleshooting was done. The customer stated that he could not clear the alarms because the buttons were unresponsive. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected battery alarm was noted. The insulin pump passed the reset error test, self test, and displacement test with no alarms. However, intermittent button response was noted due to corroded keypad traces. No button error alarm was noted. The display battery icon functioned properly. The insulin pump was received with a cracked case at the battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.